Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event of 255 mg/dl that lasted for greater than 4 hours. The high blood glucose event was treated with manual insulin injection/insulin pen due to an insulin flow blocked alarm and a bent cannula at the abdomen site on (B)(6) 2026.